Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only." (B)(4). The device was not returned.

Event description:
It was reported that the catheter would not drain; however, no patient injury was reported.